Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same as mfg# 2134265-2010-01551. It was reported that during an unspecified procedure in the esophagus, a hole in the balloon was suspected. The xxl balloon dilatation catheter was advanced to the target lesion and upon the first inflation attempt, the balloon failed to inflate. The balloon catheter was removed and another xxl balloon dilatation catheter was advanced, and upon the first inflation attempt the balloon failed to inflate. The balloon catheter was removed and the procedure was completed with a different device. It is suspected that the inability to inflate the balloons was due to a hole in the balloon. There were no patient complications or injuries reported. The patient status is unknown.